Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a pinhole in the camera cable, and corrosion on the scope mount. Based on the results of the investigation, it is likely that the following led to the malfunction: (no image was projected): the internal charge coupled device may have failed due to flooding of the main unit's image capture and camera cable. Therefore, it is assumed that normal communication was not possible, leading to the phenomenon of no images being displayed as you pointed out. (Water immersion in the main unit image capture/flooding of camera cable): the camera cable has a pinhole, which may not be airtight, and moisture may have entered. Therefore, it is presumed that the intruded moisture led to flooding of the main unit's image capture and camera cables. (Camera cable pinhole/scope mount corrosion): these phenomena were newly confirmed during the equipment inspection by the repair department. The cause of the occurrence could not be identified based on the information obtained from this complaint and the investigation results. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had no image. The issue occurred during pre-procedure inspection. There were no reports of patient harm.